Event description:
Additional information received reported a magnetic resonance imaging (MRI) scan was performed the day of surgery and showed the new right lead was in place.

Manufacturer narrative:
Product ID 3387-40 lot# j0443929v, implanted: 2006 (B)(6), explanted: 2013 (B)(6), product type lead product ID 3387-40 lot# j0443929v, implanted: 2006 (B)(6), product type lead product ID 748251 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID 748251 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID 7436 lot# serial# (B)(4), implanted: 2004 (B)(6), product type programmer, patient product ID 3387-40 lot# j0443929v, implanted: 2006 (B)(6), explanted: 2013 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
The device was used for an off label indication. The therapy the device was used for was epilepsy.

Event description:
It was reported, the right lead had high impedance. It was noted, there was a right lead fracture related to implanted system. No actions had been taken and it was noted as an ongoing event. It was later reported the lead was replaced on (B)(6) 2013. It was noted an x-ray and MRI were done. The patient resolved without sequela.